Event description:
It was reported from repair work order that the head end brakes were not holding due to a broken brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.